Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device wouldn¿t hold and the procedure was delayed. There was no unanticipated tissue loss. The difficulty did not result in unintended colostromy, formal laparotomy, re-operation etc. No irreversible tissue damager as a result of this problem. No unanticipated extension of the incision by more than one inch and no unanticipated blood loss of 500cc's or more. Surgical time was not delayed more than 30 minutes. No device fragment fell into the patient's cavity.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo device. Returned needle had deep marks on the cone of needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.